Event description:
It was reported that while closing the battery lid for the universal aseptic transfer kit housing, the battery case would not close permanently, but opened partly. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.